Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses and gore® viabahn® endoprostheses with heparin bioactive surface. Via final angiography, a distal type I endoleak was also observed in the contralateral leg (plc201000j) placed towards the left common iliac artery. However, no treatment was performed at this point, and the physician decided to monitor the patient. On (B)(6) 2024, a reintervention was performed. A distal type I endoleak seemed to be disappeared; however, the contralateral leg (plc201000j) appeared to be migrated slightly towards the proximal side, so additional stent graft was implanted in the distal side of it as a treatment. A type iii endoleak was also observed between the iliac branch component (ceb231210a) in the right common iliac artery and the contralateral leg (plc271000j) placed proximal to it, and the connection of those two almost disappeared. The contralateral leg was suspected to be migrated proximally. Also, the internal iliac component (hgb161007a) and viabahn (jhhr100502j), which had been placed in the right internal iliac artery, were found to be occluded possibly due to thrombosis. As a treatment for endoleak, two additional stent grafts were implanted towards the right external iliac artery. The patient tolerated the procedure. The physician¿s comment: ¿at the end of the initial procedure, the connection between the contralateral leg and the ibc appeared to be short, but no type iii endoleak was observed at that time.¿